Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Per customer, there is no information regarding the requested patient demographics.

Event description:
It as reported that a 500ml of maintenance fluid free flowed into a critically ill patient. The infusion was initially set to run at 2ml/hr. There was no patient harm; however, monitoring was increased. The event occurred in the cardiac critical care unit (cccu).